Manufacturer narrative:
Date of report : 19jul2019, date rec¿d by MFR :18jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer ordered the power management board and battery to repair unit. The customer replaced the defective power management board and battery to address the reported issue. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported battery charging issue. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.